Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not audibly sound for alarms when monitoring gz transmitters. The indicator lights are working, with alarm banners on the screen. The customer confirmed that the audio cable was firmly connected on both ends. No patient harm was reported. Investigation summary: the caller attempted to perform troubleshooting with the nihon kohden tech support (nk ts) agent. However, due to the caller's unfamiliarity with the device, it was suggested that a biomedical technician continue troubleshooting. The caller was not reachable following the initial call, and no further information was provided. The cns is equipped with a speaker, built into the main touchscreen display. Audio is transmitted from the main unit to the speaker via an audio cable. To ensure audio performance, it is important that users do not obstruct the speaker with objects placed in front of the unit. Should the monitor placement and/or the main unit be relocated and adjusted, the audio cable should be checked to ensure the secure connection has not been compromised. Sound settings can be adjusted. The information provided for this event did was not conclusive in whether the user was sure the alarm did not sound, or the user could not hear the alarm. Since all other alarm functions, including visual alarms and screen messages, it is presumed that the cns was working as intended. There is no indication that the cns had malfunctioned. The service history for this cns shows this is an isolated incident.

Event description:
The customer reported that the central nurse's station (cns) did not audibly sound for alarms when monitoring gz transmitters. There was no patient injury reported.

Manufacturer narrative:
According to the customer, the indicator lights are working and they have alarm banners on screen. This is a gz tele department. Technical support (ts) had the customer check the audio cable to make sure it was firmly connected on both ends. The customer confirmed the cable was firmly connected on both ends. Ts advised the customer to have biomed check the issue and have them reach out if necessary. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) does not audibly sound for alarms. There was no patient injury reported.